Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 183126 lot # j6419529, item # 184766 lot # 711770, item # ep-183620 lot # 793010. Report source: foreign (B)(6).

Event description:
It was reported that total knee arthroplasty was performed, and subsequently the locking bar on the patient's left knee backed out. A revision was completed 20 days after the initial implant. Attempts have been made and no further information has been provided.